Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information for contour next test strips or contour next meter. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined. This event is related to MDR # (B)(4).

Event description:
The customer reported that he performed a comparison of blood glucose tests with the contour and contour next meters and obtained readings of 440 mg/dl and 140 mg/dl respectively. Another comparison was performed and the readings obtained were 472 mg/dl and 140 mg/dl respectively. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.